Manufacturer narrative:
(B)(4). Evaluation summary: microscopic inspection identified a marking on the exterior surface of the bladder near the rupture line, which is an indication of external damage. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a burst balloon in a folfusor that had been filled with fluorouracil hs 4800mg at the compounding facility. The solution was observed to be in the folfusor and the outer bag. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. During visual inspection a ruptured bladder in a non-footing position was identified. The bladder has been microscopically examined. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.